Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported pump stoppage; however, a specific cause for the interruption in pump function could not be conclusively determined through this evaluation. The log file captured a pump stoppage lasting approximately 6 seconds at 6:47am on (B)(6) 2017. A low speed hazard alarm was active during this event. The abnormal pump operation occurred while the patient's system controller was connected to a power module and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 19.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline. No areas of damage were noted to the outer silicone sleeve or clear bionate layers. The metal braided shield appeared to be in overall good condition; only some minor breakdown of the metal braided shield was observed at the metal connector and at 4 and 6 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of any breaches in the wire insulation or damage to the inner conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. However, a portion of the distal end percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced low flow, low speed advisory, pump off, and driveline disconnect alarms on (B)(6) 2017. No clinical symptoms were reported. Review of the submitted system controller log file by the manufacturer¿s technical services found 2 driveline disconnects, 4 pump stops, 5 low speed hazards, and 2 low flow hazards over a 6 second period on (B)(6) 2017 at 6:47 a.m. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the lvad was connected to the power module. Review of the submitted x-ray did not identify any area of concern. On (B)(6) 2017 technical services performed a distal end percutaneous lead (driveline) replacement. Post replacement the lvad system was placed on a grounded patient cable without incident.